Event description:
It was reported that this right atrial (ra) lead exhibited noise and low intrinsic amplitude. Boston scientific technical services (ts) discussed that presenting electrogram (egm) appears to be fine atrial fibrillation (af) that is undersensed. This ra lead remains in service. No adverse patient effects were reported.